Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed to deploy and was pulled through the vessel. Manual pressure was held, and hemostasis was confirmed. The case was a success without closure. Patient condition was stable. There was no blood loss. There was no patient injury, medical/surgical intervention required. The procedure outcome was completed successfully. Additional information was received on 21april2020: all components were removed when pulling the device back to facilitate closure. Hemostasis was not achieved using a closure device after device came completely out of the vessel. The case was a coronary intervention. A 6fr. Sheath was used. An angiogram was performed, and common femoral artery access was confirmed. The only issue was with the angio-seal device. After the footplate was set and the pull back was performed the device came completely out and the staff and physician feel the footplate never actually set.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the correct device return date in section d10, to update section h3, and to provide the completed investigation results. In the initial report the device return date was may 2, 2020 however the correct date should be may 5, 2020. H6 - results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. One used 6 fr angio-seal evolution device was received for product evaluation.the hemostasis sheath was returned with evolution device body. No other accessory components were returned. Visual inspection revealed that the body of the evolution was found mated with the hemostasis sheath. There was a large bend noted in the carrier tube assembly and hemostasis sheath. The deployment sleeve was in the rear lock position with color bands fully exposed. The distal tip of the sheath was inspected under the microscope for the presence of the anchor. It was noted that the anchor was halfway exposed at the distal tip of the sheath. The anchor was not exposed enough to catch on the monofold and properly post to the tip of hemostasis sheath. There was a small bump observed at the inlet hole of the hemostasis sheath. The button of the device was determined to be soft. No other visual anomalies were noted. To determine if any anomalies existed which prevented the anchor from posting to the distal tip of the sheath, the returned device subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the full rear lock position exposing the color bands and posting the anchor to the distal tip of the hemostasis sheath. The body of the device was then pulled back which engaged the auto tamping mechanism. The collagen was tamped, the suture release button was pressed. The suture subsequently released from the spool. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device sleeve was not positioned in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.